Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device matrix drawer was failed and required maintenance. The field service engineer (fse) found that the right side rail of the drawer was jamming. Replaced faulty part and rectified to resolve issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer 1 did not open fully and failed to expose the last two rows, resulting in a staff injury when attempting to reach stock located in the back pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.